Event description:
New information received notes that the right ventricular lead was explanted and replaced. Patient condition was stable throughout.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing. Programming changes were made to deactivate the lead and life vest was put on. The patient was pending for further intervention. There were no patient consequences.